Event description:
It was reported that during an unknown procedure, both forceps after their usage, presented an error and needed to be replaced. One of them had its tip broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Event description:
Caller reported first inform system result of "400s" mg/dl, second inform system result of "100s" mg/dl, and another first inform system result of "300s" mg/dl within 10 minutes. Caller did not know what test was run on what meter. She believes it is safe to assume all 3 results received in less than 10 minutes since all of the tests were done with the same finger stick. No adverse event reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for first inform system, medwatch with (B)(6) is for second inform system.